Event description:
The pt received his scs system, including an ipg, on (B)(6) 2007. It was reported that the pt's programmer displays the ipg battery is not at full charge level, but the charger indicates a full charge. The pt stated that when he attempts to recharge, both external devices continue to show the same displays. A new charging system was sent to the pt. Attempts to obtain additional information regarding the pt's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.